Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons had delayed responsiveness. The patient claimed the keypad rubber was ripping off. The patient allegedly could not remember if the tactile issue or the damage occurred first. The pump was reportedly not exposed to water. The patient reportedly wore the pump attached to a belt in a protective case and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling and lifting along the edge exposing the up arrow, down arrow and contrast button contacts. On testing, all of the keypad buttons demonstrated intermittent unresponsiveness and required multiple button presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.